Event description:
New information noted the patient was initially seen in clinic for follow-up. Programming changes were made for the post-paced t-wave oversensing. The patient status was unknown. No further information was reported on this event.

Event description:
It was reported the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. The patient condition was unknown. No further information was reported on this event.

Manufacturer narrative:
Further information was requested but not received.